Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.